Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message associated with battery depletion. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide the explant date in section d6b.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message associated with battery depletion. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. This s-ICD was successfully replaced. As no patient consent was received. This s-ICD was subsequently disposed of. No additional adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message associated with battery depletion. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. This s-ICD was successfully replaced. As no patient consent was received. This s-ICD was subsequently disposed of. No additional adverse patient effects were reported.